Event description:
It was reported that: "revised due to pt complaint of hip pain."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.